Event description:
It was reported that during an acl surgery, the button did not flip and the device did not hold. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was identified that the white suture returned was damaged. The button was returned. The blue and white/black sutures were not returned. Functional testing was not performed due to damage to the device. Per surgical technique acl tighrope #2 pass the blue passing suture, white flipping suture, and white tensioning strands together through the femur. Use the blue passing suture to advance the button, while keeping tension on the white tensioning strands to prevent slack from forming and bunching up in the tunnel. Pull the button through the femur and confirm the button is flipped with the white flipping suture. A line on the implant marked at the intraosseous length is helpful to signal that the button has exited the femur. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.